Event description:
It was reported that one day post implant the atrial lead was tested and did not capture at maximum outputs. Atrial lead repositioning was attempted; however high capture thresholds were obtained in several locations inside the right atrium. Therefore the lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.